Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test alarm. The customer's blood glucose level at the time of incident was 191mg/dl. Troubleshoot was conducted. The customer was advised to replace battery and monitor the device.